Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. Customer declined replacement product and requested control solution at this time.

Event description:
Consumer reported complaint for high blood glucose test results. On (B)(6) 2016 gave her a reading of 200mg/ dl fasting. Customer states that her normal glucose levels are 90-135 fasting. During the call , a back to back blood test was performed by the customer fasting and produced test results of 125 and 122mg/dl. Customer tests 1-2 times a day and is taking metformin to manage her diabetes. The product is stored according to specification in her nightstand. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. Meter date and time was not set correctly. The meter memory was reviewed. (B)(6).